Event description:
An initial report of patient hospitalization was received by united therapeutics on 17-mar-2023 and forwarded to millyard advanced medical products, llc on 18-mar-2023. The patient reported main and backup pumps failed and troubleshooting was unsuccessful. The patient went to the hospital to continue receiving remodulin therapy. It was reported that there were no side effects. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.